Manufacturer narrative:
The insulin pump was received with intermittent up arrow buttons due to moisture damage at keypad traces. No display ramping on its own anomaly noted during testing. No bolus anomalies or display anomalies were noted during testing. The insulin pump was received with cracked case at lcd window corners. The insulin pump was received with broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer also reported that the numbers were ramping up when entering bolus amount. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.